Event description:
Topi pumps manufacturer supplies 1.0 ml (white lid) and 0.5 ml (frosted lid) medication pumping dispensers to distributor tps. Mercy retail pharmacy uses these devices to fill prescriptions for compounded hormone therapy. (B)(6) notified tps of a packaging error that led to the 0.5 ml packaging to change in appearance to a white lid. They also labeled these with a yellow warning label. Tps then distributed these pumps in clear bags with the same label as previously used, there was not a verbal warning or yellow label warning. The label on the bag did note the correct dosing volume, but did not note the change in lids. Patients were dispensed meds at the 0.5 dose but in a container that dispensed 1.0 mls leading to a 2 x dosing error.